Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt's wife called technical support inquiring if a pt could develop peritonitis due to the drain line coming in contact with drained solution. During the conversation it was reported her husband developed peritonitis. Follow-up with the pt's peritoneal dialysis registered nurse (pdrn) indicated the pt was diagnosed in the clinic with coagulase-negative staphylococcus peritonitis on (B)(6) 2015. The pt was treated with sliding scale vancomycin. There was no reported fluid leaks prior to the event and the pdrn could not confirm in breaches in aseptic technique. On (B)(6) 2015 the peritonitis resolved and pt was continued with pd therapy.